Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent open reduction internal fixation (orif) to treat the proximal ulna fracture. Following adopting a plate containing 2 holes, by means of k-wire, after tentative fixation, most proximal of hole was fixed. However, two of locking screw, 14mm and 16mm were respectively in unlock condition at each of the screw-holes in the plate. To iron out the condition, the onsite persons decided against to insert the problematic locking screws into screw-holes. And then, low profile screw was tried and inserted, whereas in the process of the surgery, proximal bone fragment seemed like vulnerable and unstable, so it tended to easily wobble. To compensate the physical loss part, artificial bone was added. On top of that, to double down on stability and to wrap up the surgery, suture technique was done. Per surgeon the two locking screws could not lock was likely due to the plate¿s screw thread sustained damage when a drill guide came with screw that the surgeon struggled attaching to the plate was being used. Incidentally, the surgeon suspended to take advantage of the drill guide in question, and he leveraged va-drill guide instead to over drilling. The surgery was completed successfully with one (1) hour surgical delay. There was no patient harm reported. This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon pl 2h/lt/90mm-ster this is report 3 of 3 for complaint (B)(4).